Manufacturer narrative:
Upon reception, the returned smarttouch tablet was tested, and the reported behavior was confirmed, as bluetooth communication was not available. - in-depth analysis revealed that the bluetooth adapter was unexpectedly deactivated and not reactivated, which led to the observed difficulties to use ble communication. - the subject smarttouch tablet will follow the repair workflow. - this case is recorded for trending purposes.

Event description:
Reportedly, bluetooth communication was impossible with the programmer despite several attempts with alizea pacemakers or woosim printers.

Event description:
Reportedly, bluetooth communication was impossible with the programmer despite several attempts with alizea pacemakers or woosim printers.